Event description:
This report is based on information provided by a philips remote service engineer and will be investigated by the philips complaint handling team. Philips received a complaint on the tempus pro device indicating that the two summary record of care (sroc) reports generated had conflicting data and the device monitor changed from having a patient on it, to not having patient. There was patient involvement, however no health consequences or impact.